Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. E63030-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c (on in 1995) in 1994, multigravida, parity 2, type 2 diabetes mellitus, morbid obesity, diabetic neuropathy, cholecystectomy, uterine ablation, polycystic ovaries, asthma, anxiety, hypercholesterolemia, back pain, urinary incontinence, depression, c-section, pelvic pain female, uterine leiomyoma, dysmenorrhea, irregular periods, uterine bleeding, diabetic neuropathy, hypertension, joint pain, chronic fatigue and post ablation tubal sterilization syndrome. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("possible nickel sensitivity (unconfirmed)"), pain ("constant pain lingered"), arthralgia ("joint pain"), menstruation irregular ("unusual periods") and abdominal pain lower ("cramping") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, allergy to metals, pain, arthralgia, menstruation irregular, endometrial ablation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, dyspareunia, endometrial ablation, menstruation irregular, pain and pelvic pain to be related to essure. The reporter commented: per medical record: she reports that the pain started with the placement of the essure coils, and the pain did not change (no worsening or improvement) after the endometrial ablation. She states that this pain is exacerbated by intercourse, and she denies any dyspareunia prior to these procedures. Discrepancy noted in date of insertion dates- (B)(6) 2014 and (B)(6) 2014. Number of expanded coils that appeared trailing into the uterine cavity was 0 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, arthralgia." Lot number reported (e63030 ) is invalid. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received event " cramping" was added. Date of insertion was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: d & c (on in 1995) in 1994, multigravida, parity 2, type 2 diabetes mellitus, morbid obesity, diabetic neuropathy, cholecystectomy, uterine ablation, polycystic ovaries, asthma, anxiety, hypercholesterolemia, back pain, urinary incontinence, depression and c-section. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("possible nickel sensitivity (unconfirmed)"), pain ("constant pain lingered"), arthralgia ("joint pain"). And menstruation irregular ("unusual periods") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, allergy to metals, pain, arthralgia, menstruation irregular and endometrial ablation outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, endometrial ablation, menstruation irregular, pain and pelvic pain to be related to essure. The reporter commented: per medical record: she reports, that the pain started with the placement of the essure coils. And the pain did not change (no worsening or improvement) after the endometrial ablation. She states, that this pain is exacerbated by intercourse. And she denies any dyspareunia prior to these procedures. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2015, negative. Concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, arthralgia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: lawyer was added. New events: ablation, unusual periods were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, type 2 diabetes mellitus, morbid obesity, diabetic neuropathy, d & c (on in 1995) in 1994, cholecystectomy, uterine ablation, polycystic ovaries, asthma, anxiety, hypercholesterolemia, back pain, urinary incontinence, depression and c-section. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("possible nickel sensitivity (unconfirmed)"), pain ("constant pain lingered") and arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, allergy to metals, pain and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, pain and pelvic pain to be related to essure. The reporter commented: per medical record: she reports that the pain started with the placement of the essure coils, and the pain did not change (no worsening or improvement) after the endometrial ablation. She states that this pain is exacerbated by intercourse, and she denies any dyspareunia prior to these procedures. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, arthralgia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. E63030) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c (on in 1995) in 1994, multigravida, parity 2, type 2 diabetes mellitus, morbid obesity, diabetic neuropathy, cholecystectomy, uterine ablation, polycystic ovaries, asthma, anxiety, hypercholesterolemia, back pain, urinary incontinence, depression, c-section, pelvic pain female, uterine leiomyoma, dysmenorrhea, irregular periods, uterine bleeding, diabetic neuropathy, hypertension, joint pain, chronic fatigue and post ablation tubal sterilization syndrome. Previously administered products included for an unreported indication: loestrin. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("possible nickel sensitivity (unconfirmed)"), pain ("constant pain lingered"), arthralgia ("joint pain") and menstruation irregular ("unusual periods") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, allergy to metals, pain, arthralgia, menstruation irregular and endometrial ablation outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, endometrial ablation, menstruation irregular, pain and pelvic pain to be related to essure. The reporter commented: per medical record: she reports that the pain started with the placement of the essure coils, and the pain did not change (no worsening or improvement) after the endometrial ablation. She states that this pain is exacerbated by intercourse, and she denies any dyspareunia prior to these procedures. Discrepancy noted in date of insertion (B)(6) 2014. Number of expanded coils that appeared trailing into the uterine cavity was 0. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, arthralgia." Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received: lot number, medical history were added. Patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. E63030-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c (on in 1995) in 1994, multigravida, parity 2, type 2 diabetes mellitus, morbid obesity, diabetic neuropathy, cholecystectomy, uterine ablation, polycystic ovaries, asthma, anxiety, hypercholesterolemia, back pain, urinary incontinence, depression, c-section, pelvic pain female, uterine leiomyoma, dysmenorrhea, irregular periods, uterine bleeding, diabetic neuropathy, hypertension, joint pain, chronic fatigue and post ablation tubal sterilization syndrome. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("possible nickel sensitivity (unconfirmed)"), pain ("constant pain lingered"), arthralgia ("joint pain"), menstruation irregular ("unusual periods") and abdominal pain lower ("cramping") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, allergy to metals, pain, arthralgia, menstruation irregular, endometrial ablation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, dyspareunia, endometrial ablation, menstruation irregular, pain and pelvic pain to be related to essure. The reporter commented: per medical record: she reports that the pain started with the placement of the essure coils, and the pain did not change (no worsening or improvement) after the endometrial ablation. She states that this pain is exacerbated by intercourse, and she denies any dyspareunia prior to these procedures. Discrepancy noted in date of insertion dates- (B)(6) 2014 and (B)(6) 2014. Number of expanded coils that appeared trailing into the uterine cavity was 0. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, arthralgia." Lot number reported (e63030 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, type 2 diabetes mellitus, morbid obesity, diabetic neuropathy, d & c (on in 1995) in 1994, cholecystectomy, uterine ablation, polycystic ovaries, asthma, anxiety, hypercholesterolemia, back pain, urinary incontinence, depression and c-section. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("possible nickel sensitivity (unconfirmed)"), pain ("constant pain lingered") and arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, allergy to metals, pain and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, pain and pelvic pain to be related to essure. The reporter commented: per medical record: she reports that the pain started with the placement of the essure coils, and the pain did not change (no worsening or improvement) after the endometrial ablation. She states that this pain is exacerbated by intercourse, and she denies any dyspareunia prior to these procedures. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: (B)(6). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, arthralgia." Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.